Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 166 mg/dl at the time of incident. Customer states that reservoir and infusion set were replaced before calling, however reservoir was expired. Troubleshooting was completed and determined the no delivery alarm was caused by the reservoir. The reservoir will be returned for analysis.